Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that foreign matter was found in the thermovent t before opening. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: twenty-five pieces of unused and decontaminated samples were returned for investigation with their original packaging. Visual inspection was performed, and it was noticed that there was a loose particle in the packaging of one piece. Each unit pack was visually inspected after the packaging process including the contamination check, weld quality and damage. The contamination identified was a manufacturing error. The affected piece would not pass 100% visual inspection which was done after packaging in the boxing area. No further action was taken as the reported failure was an isolated incident only. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products